Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. A manufacturing non-conformance was not identified. Based on the information received, operational context and patient's clinical condition contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that this 27 mm bioprosthetic mitral valve was explanted at implant due to left ventricular wall rupture, posterior and lateral. This case involved a (B)(6) female with history of htn, diabetes, mitral valve stenosis, atrial fibrillation, dyslipidemia and morbid obesity. She was admitted due to palpitation and shortness of breath. She underwent removal of thrombus from left atrial appendage, full maze, closure of the left atrial appendage, mvr with the subject device with complication of left ventricular wall rupture, removal of the subject device, repair of the left ventricular wall rupture, and implantation of a 25 mm non-ew mechanical mitral valve. Intraoperative findings: both anterior and posterior leaflets of the mitral valve were thickened with calcification on the posterior leaflets. The subvalvular apparatus were fused and contracted and the mitral valve was stenotic. The tissue of the mitral annulus, as well as the left ventricle myocardium, was friable. The anterior and posterior leaflets were removed. The annulus was sized. A 27 mm valve was seated down to the annulus. The mitral annulus was small. It took effort to seat the valve prosthesis down to the annulus. The atriotomy was closed. The crossclamp was removed. Tee showed a well-functioning mitral valve prosthesis. There was no perivalvular leak. Then, the surgeon noted a lot of bleeding behind the heart. The patient was off the pump. The heart was retracted to the right side. It was noted a lateral ventricular wall rupture of the left ventricle. The crossclamp was placed. The mitral valve was removed. It was noted that the posterior and lateral wall of the left ventricle was ruptured. One-third of the circumferential left ventricular wall was dissected. The rupture was repaired internally and externally with a bovine patch and glue. A 25 mm non ew mechanical valve was implanted. The crossclamp was removed. There was still bleeding. Multiple attempts were made to correct the bleeding until no further active bleeding was observed from the back wall of the left ventricle. The patient was weaned off from cpb on minimal inotropic support. The chest was closed. The patient had a long pump run and had coagulopathy which required multiple blood products and factor vii. It took a long time and effort to achieve surgical hemostasis. The patient tolerated the procedure well and taken to the pacu in relatively critical situation.

Manufacturer narrative:
(B)(4).